Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.0874 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The test battery was removed and reinserted with no failed battery alarm noted. Device uploaded properly using carelink. Device had cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose level and they passed out on (B)(6) 2020. Customer reported blood glucose level 28 mg/dl. Customer treated with food. Customer¿s current blood glucose level was 139 mg/dl. Customer reported drive support cap was normal. The insulin pump will be returned for analysis.